Event description:
It was reported that the procedure was to treat a simple lesion in the right coronary artery. Upon inflation of the dilatation balloon to 6 atmospheres during a second predilatation, the balloon ruptured. There was no reported resistance felt during advancement or retraction of the balloon catheter during use in the patient. Another balloon catheter was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a stent implant, or insufficient preparation prior to use or from interactions with other devices. There was no report of any leaks noted during preparation for use, which may indicate that the balloon was not damaged prior to the procedure. Although it was reported that a simple lesion was being treated, there was no additional information on the patient anatomical morphology (tortuosity or calcification), which may have aided the investigation. An attempt was made to get clarification from the account on the lesion characteristics; however, no further information is available at this time. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the patient anatomy such that upon the second inflation attempt, the balloon ruptured, although this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported rupture could not be determined. It was noted that the balloon was not soaked prior to use. It should be noted that the voyager nc instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, this can contribute to a balloon rupture. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures from this lot. Based on the investigation, there is no indication of a product quality deficiency.